Event description:
Shaft frosting. Two probes tested without complications. During first freeze, tech noticed temps on 1 probe not as cold as should be and alerted physician. Checked probes and noticed one probe freezing up the shaft. Warm saline used to keep skin and probe warm. Exam finished using saline.

Manufacturer narrative:
Corrected data: lot number - originally reported as 26054. Device returned for evaluation is from lot number 26238. Device evaluation confirmed the reported issue of shaft frosting. Further evaluation determined a vacuum sleeve failure caused the shaft frosting.